Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found the plastic distal end cover of the gastrointestinal videoscope was burned and the nozzle had foreign material. Based on the results of the investigation, olympus confirmed the device had foreign material, but the type of material or root cause cannot be identified. A definitive root cause cannot be determined. Based on the results of the investigation, the definitive root cause of the plastic distal end cover burn could not be determined. It is possible that a high-energy endo therapy accessory (laser, radiofrequency, etc.) May have been used without sufficient distance from the distal end. The plastic distal end cover burn is detectable and preventable by handling device in accordance with the following instructions for use (IFU): gif-h290t operation manual: chapter 3 preparation and inspection:3.3 inspection of the endoscope gif-h290toperation manual: chapter 4 operation:4.3 using endo-therapy accessories. The foreign material is detectable/preventable by handling the device in accordance with the following IFU: IFU states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the plastic distal end cover of the gastrointestinal videoscope was burned and the nozzle had foreign material. There was no patient involvement.